Manufacturer narrative:
(B)(4) date sent: 02/20/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes if yes: did the device deliver any staples? On 4th firing device locked out and partially fired if yes, were the staples formed properly? Unknown if yes, was the staple line complete? Unknown did the device cut? If yes, was the cut line complete? Unknown if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? Knife reverse didn¿t return knife surgeon had to use manual override. If yes, did the jaws eventually open? Yes, after manual override is the current patient status known? No harm attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device locked out and partially fired on the 4th firing. There was difficulty opening the device. They tried to reverse knife but did not return so had to use manual override to open the jaws. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/15/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.